Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that they could not register ostium seeker before use, and could not detected this instrument. A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that when attached to a known good tracker the returned ostium seeker was able to verify, but with difficulty, returning a divot error. The reported anomaly is being tracked in the hardware tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the ostium seeker could not be detected before use. There was no patient present.